Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of continu-flo solution sets leaked. The events occur when the nurse spikes a solution bag (saline bag for example) to prime the tubing and once inverted the saline leaks from the vent above the drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: the events occurred on unknown dates between december 2025 and january 2026. Should additional relevant information become available, a supplemental report will be submitted.